Event description:
Report rec'd from co rep with returned product stating that physician felt the device had overinfused the pt on 4 occasions at or near refill dates. The co rep stated that the pt's symptoms appeared to be withdrawal symptoms due to low or nearly empty reservoir levels. The device is presently undergoing analysis at the MFR's facility.